Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot over the phone with tech support and ordered an image processor assembly for the unit. He replaced the image processor assembly and tested the calibrated iris pot. The unit is working as intended.